Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty catheter with attached bd 3.0ml syringe was returned for evaluation. The balloon and balloon windings were visually inspected for indication of damage or abnormality and there was no damage found. The balloon was inflated with 1.2 cc air and the balloon inflated clear and concentric for 5 minutes. There is no deflation specification using air as the inflation media. The balloon was again inflated using 0.5 cc water and the balloon inflated concentric and did not leak. The balloon deflated > 15 seconds by pulling back on the syringe plunger as recommended. The maximum deflation time from full capacity with water is 15 seconds. Balloon inflation lumen was found partially occluded inside the "y" fitting. Cut down was performed on the "y" fitting and clear material was found in the balloon inflation lumen. No visible damage was observed from the catheter body. The thru-lumen was found to be patent and did not leak. The material was sent to chemistry for testing. Balloon inflation test was performed using returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of was confirmed. A supplemental report will be sent with the chemistry investigation results. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty thru-lumen embolectomy catheter took more time to deflate than usual before use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The clear material was sent to chemistry for energy dispersive spectroscopy (eds) testing. Results detected the presence of the following elements in the balloon inflation lumen: iodine, sodium, and chloride. This is most likely contrast medium. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Additional information obtained noted that the catheter was to be used for superficial femoral artery occlusion.